Event description:
It was reported that after successful coronary stent deployment the shaft of the delivery device broke during removal. The entire system was removed without incident. The physician followed with a diagnostic catheter for pictures and the case was completed. While the pt was in recovery they experienced wheezing, which progressed into congestive heart failure, which lead to full respiratory arrest. The pt expired.

Event description:
On 10/18/2000 it was subsequently reported that the pt was in congestive heart failure after the procedure. A code blue was called and the pt was intubated. The cause of death is unknown as an autopsy was not performed. The physician stated that he did not see the death as a result of the device breakage.

Event description:
It was subsequently report that the pt had a history of sleeve pulmonary disease. The physician reported that the procedure was completed without a problem and considered a successful procedure. The pt developed chest discomfort post procedure while being transferred from the table. The pt went on to develop congestive heart failure progressing to respiratory arrest.